Manufacturer narrative:
Four photos received for investigation. Upon visual evaluation, damage is observed on the syringe luer, which likely caused the leak. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause is associated with the assembly process, related to bends and rail feed failures. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported that the bd solomed¿ syringe was found to be broken when using it to apply fostimon, causing the medication to leak out. The following information was provided by the initial reporter, translated from portuguese: "the customer informs that he uses the drug fostimon, when making the purchase it was made available with the syringe solomed 3ml ll snd sla, when applying the drug, he noticed the syringe was broken and because of that the medicine leaked, and unfortunately he lost the medicine. The incident occurred on tuesday the 07/03. Customer reported that it happened at 11 pm".

Event description:
It was reported that the bd solomed¿ syringe was found to be broken when using it to apply fostimon, causing the medication to leak out. The following information was provided by the initial reporter, translated from portuguese: "the customer informs that he uses the drug fostimon, when making the purchase it was made available with the syringe solomed 3ml ll snd sla, when applying the drug, he noticed the syringe was broken and because of that the medicine leaked, and unfortunately he lost the medicine. The incident occurred on tuesday the 07/03. Customer reported that it happened at 11 pm".

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned yet.